Event description:
An article titled "complications and safety of vagus nerve stimulation ¿ 25 years¿ experience at a single center¿ was published, which included adverse events involving vns patients. In many procedures performed between 1990 and 2014, patients suffered from complications related to vns surgery. The article reports of patient treated with vns for epilepsy have died over the 25 years of implantation experience due to possible sudep.